Manufacturer narrative:
Date sent to FDA: 7/19/2019.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent ventral recurrent incisional hernia repair surgery on "(B)(6) 2011" and mesh was implanted. It was reported that the patient had removal surgery on "(B)(6) 2011" during which the surgeon noted ¿the central portion of the mesh had herniated up into the defect. The mesh was still intact but just had an attenuation at the mesh. All of the omental adhesions were taken down, staying well away from the vp shunt. The central portion of the mesh was attenuated and stretched, and herniating up into the defect. It was reported that the patient experienced severe pain, nausea, diarrhea, chills, inflammation, loss of appetite and extreme weight loss. No additional information was provided.

Manufacturer narrative:
Date sent to FDA: (B)(4) 2018 additional information: in addition, a device history review has been inserted into the file. This review indicates that there was no quality concerns associated with the manufacturing process.